Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited "no disposable, clamp tubing" alarm. Per reporter the residual volume was 9.2 ml, rate 2.2 ml/hr, and given was 92.85 ml. No adverse patient effects were reported. Per reporter no additional information is available at this time.